Event description:
It was reported that the patient had their left ventricular (lv) lead, right ventricular (rv) lead and right atrial (ra) lead explanted due to unspecified issues. No patient condition or further information could be obtained.

Manufacturer narrative:
The reported event was lead malfunction. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Further information was requested but not received.